Manufacturer narrative:
Additional information provided in sections a.3, and b.5.

Event description:
It was reported that the amount of dilaudid cleared from pca at shift change was not congruent with the amount left in the syringe in the pca. The medication was not being administered when the pca button was pressed, even though the pump was recording it as delivered. There was 4.2mg of medication left to be infused. The pump did not alarm for occlusion. There was no patient impact.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medsun report from FDA which states, ¿amount cleared from pca at shift change was not congruent with the amount left in the syringe m the pca the medication was somehow not being administered when the pca button was pressed, even though the pump was recording it as delivered verified that pca tubing was patent, not clamped and was hooked up correctly" an incomplete date of event of (B)(6) 2019 was provided. It was reported that the amount of dilaudid cleared from pca at shift change was not congruent with the amount left in the syringe in the pca. The medication was not being administered when the pca button was pressed, even though the pump was recording it as delivered. There was 4.2mg of medication left to be infused. The pump did not alarm for occlusion.